Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: germany. During a surgery on the posterior fossa of a tumor, with partial removal of the tumor, a page vessel was demolished by the instrument (fd222r) through the open-sided part of the instrument. Patient suffered a cerebral stroke from a bleeding.

Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the jaw part assembled. Here we found a lightly bent rod. Furthermore we made a visual inspection of the tube and found no failure. Additionally we made a visual inspection of the jaw part. Here we found an unknown deposit. Furthermore we made a visual inspection of the assembled jaw part and tube. No failure was found. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. The root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect and producion error can be excluded. The instrument correspondent to the specifications. We assume the bent rod was caused by a mechanical overload situation and we assume a usage error as the causal factor. No CAPA is necessary.